Event description:
It was reported there was noise on both channels of the analyzer. The analyzer was swapped out without incident. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was noise on both channels of the analyzer. The analyzer was replaced. The analyzer is being returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported there was noise on both channels of the analyzer. The analyzer was swapped out without incident. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).